Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt340 adult breathing circuit was leaking from the glue port of the patient side connector of the expiratory limb after six days of use. It was also reported that the savina ventilator did not alarm. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device was received at fisher & paykel healthcare (fph) and a pressure test was performed followed by a visual inspection of the device. Results: the pressure test revealed that the complaint device was not performing according to specification. Visual inspection of the evaqua expiratory limb revealed the tube was incorrectly assembled to the connector, creating a gap between the tube and the shoulder of the connector. Conclusion: the leak between the connector and expiratory limb was caused by incorrect assem all rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution and any circuit that fails is discarded. In addition, tube weighing and bond strength testing are performed every (B)(4); if this test detects a fault, the whole batch is set aside for further investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. The user instructions supplied with the rt340 breathing circuit state: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.